Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist contacted the pharmacy and assisted the customer in resolving an rxverify validation issue by confirming and updating the request to approved status. Tss verified that the item was available again in the cubex application and notified the relevant parties. Confirmed that the item had already been issued to the patient. The system functioned as intended after the technical support specialist assisted customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user was unable to select the item to issue morphine sulf 20 mg/ml 15 ml. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.